Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the plunger was twisted and did not take the implant in the intended place. There was patient contact but no incidence or impact. The implant was well injected and remains in the eye.

Manufacturer narrative:
The product was not returned for analysis. The reporting facility did not provide a lot number or any identification of the product. Photo review: the plunger and the lens are advanced into the mid nozzle. The plunger is at the trailing optic edge. The plunger is in the correct position. Both haptics are folded over the optic. No issues observed. The reported complaint could not be confirmed from the provided photo. The lens and plunger position appears to be correct. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).